Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post implant procedure check. Upon examining, it was discovered that the right ventricular lead exhibited increased capture threshold and a decrease in r wave amplitude. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient was in stable condition following the procedure.